Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04030 and 0001825034-2019-04031. UDI# (B)(4). Concomitant medical products: oss porous im stem 15.5 x 150 catalog#: 150394 lot#: 342520, oss 7cm segmental femoral rt catalog#: 150354 lot#: 949080, series a pat thin 37x8.6 3 peg catalog#: 150424 lot#: 950770, oss poly femoral bushings 2pk catalog#: 150477 lot#: 771510, oss poly tibial bushing catalog#: 150476 lot#: 772820, oss poly lock pin catalog#:150478 lot#: 321490, oss axle catalog#: 150480 lot#: 361570, oss reinforced yoke catalog#: 150493 lot#: 021760, oss tibial poly bearing 12mm catalog#: 150410 lot#: 809110. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised due to the diaphyseal seal disassociating from the femoral stem.